Manufacturer narrative:
IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. Product was manufactured, tested, and released in compliance with our procedures. Doctor stated that the patient is doing well.

Event description:
Iop has been 5 since surgery with choroidals and a flat chamber. Iop went up to 11 and patient had a shallow chamber.